Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she noticed the time it takes to recharge her ipg has increased from forty-five minutes to an hour and twenty minutes. The pt indicated her program settings have remained the same since implant. The pt is working with her physician to determine the next course of action.